Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device failing calibration for an error 80 (water check time out ¿ unable to reach calibration). A check of the diagnostics indicated a failed mixing pump. Biomed stated that they would order and replace the pump onsite. As per follow up information received on 08aug2022, there was no patient involvement as it was found during calibration.

Event description:
It was reported that the arctic sun device failing calibration for an error 80 (water check time out ¿ unable to reach calibration). A check of the diagnostics indicated a failed mixing pump. Biomed stated that they would order and replace the pump onsite. As per follow up information received on (B)(6) 2022, there was no patient involvement as it was found during calibration.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to outlet water temperature regulation error due to mixing pump failure. Error 80 for water check time out ¿ unable to reach calibration. The device did not meet specifications and the device was influenced by the reported failure. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.